Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 5 failed and would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patients. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a piece of plastic was wedged in the rails. A field service engineer (fse) removed the foreign plastic, checked the latch and magnet in inseparable, and cleaned out trash behind a few of the cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.